Manufacturer narrative:
(B)(4). The reported event is confirmed. All products were returned; the visual inspection concludes that the tasp exhibits signs of repeated use and fracture on the lateral side of the post. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. As the event is related to a provisional instrument, implant compatibility is not applicable. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional fractured while preforming range of motion. No adverse events have been reported as a result of the malfunction.